Manufacturer narrative:
Cpu board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage and contamination. The cpu board was installed in a test ventilator. Test vent alarmed "primary alarm failed". Cpu board was removed from the test ventilator. The failure was traced to diode d9, which had caused the monitoring circuit of primary alarm 1 to measure the speaker current too low and triggered the reported ¿primary alarm failed.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed occurrence of reported "primary alarm failed". Cpu board will be replaced. Replacement is pending on part arrival to service center, and customer estimate approval.

Event description:
The international customer reported "primary alarm failed" occurred. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Resolution and disposition: cpu board was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly.